Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an afib ¿ persistent ablation procedure with a thermocool®sf nav bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that during a persistent afib case, a pericardial effusion was noticed after the procedure was completed. The pericardial effusion was confirmed by a transthoracic echo. They reported that the medical intervention provided was a pericardiocentesis and 180cc of fluid was removed. The patient was reported to be in stable condition. The catheter used during the procedure was a: cat: d134805 lot: unknown (not available for return - discarded). It is life threatening; it might result in permanent impairment of a body function or permanent damage to a body structure; or it required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure.

Manufacturer narrative:
On 6-dec-2022, bwi received additional information regarding the event. The specific date the adverse event occurred was on (B)(6) 2022. The adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was the procedure. Intervention provided was pericardiocentesis. The outcome of the adverse event was fully recovered. Generator information was smartablate g4c-0088. Bayliss nrg was used for the transseptal puncture performed. Ablation was performed prior to noting the pe or CT. There was no evidence of steam pop. The event occurred during the ablation phase. The flow setting for the irrigated catheter used was sf (8 and 15 ml/min). Correct catheter settings was selected on the generator. Pump switching was not from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Catheter was disposed of and will not be returned. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).